Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Reported event was confirmed by review of photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the primary total knee arthroplasty was performed with a vanguard. After the tibial tray was implanted with cement, a white stain was noted on the left posterior at the bearing trial step. The white stain was swept, but it could not be removed.